Event description:
Revised 6 yrs post-op. As per article "in vivo oxide-induced stress corrosion cracking of ti-6ai-4v in a neck-stem modular taper: emergent behavior in a new mechanism of in vivo corrosion" by gilbert jl, et al. 2011. J biomed mater res part b 2011. "The pt. Was a (B)(6) male who received a primary total hip arthroplasty for osteoarthritis." "His device was revised after 6 yrs due to pain." The authors found via sem analysis that the stem/neck taper corroded.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Device history record reviewed. No part or lot numbers provided for this article.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00900.